Manufacturer narrative:
On initial contact, the nurse wanted clinical references from other facilities to discuss the issue clinician-to-clinician. Several were provided and she has been in contact with several. Powder options were discussed at length and she verbalized understanding. Currently she is requesting no further assist and request a follow up later this week once they meet internally to discuss. The staff met on (B)(6) 2020 to discuss but no definitive decisions were made. No other information or assistance is requested at this time. Biolife's medical advisor documented an evaluation of the incident. (B)(4).

Event description:
Initial contact from a nurse on (B)(6) 2020 regarding a stage four (4) pressure ulcer underneath the extra-small disc (statseal) placed over the insertion on (B)(6) 2020. The site was asymptomatic during the initial seven (7) days, but upon the first dressing change, the wound was noted directly below the disc. Patient primary diagnosis: twenty five (25) weeks gestational, mechanical ventilated, hypotensive requiring fluids and vasopressors for support. The child is underdeveloped in general but due to condition required mechanical ventilation that led to a perforated bowel requiring surgical intervention on (B)(6) 2020. Statseal dt623 extra-small disc was used, the catheter use was a 1--fr single-lumen PICC placed without ultrasound to the left saphenous vein. The statseal disc was placed over the insertion site, secured with a tegaderm. Before the statseal disc application, the skin was prepped with a chg product, followed by a sterile water rinse and dry. No skin protectant used. Steri-strip outside the tegaderm dressing border used for additional securement. Patient outcome: plastic surgery consult deferred surgical repair and ordered aquacel ag dressing to be applied. Wound is improving without signs of infection and topical dressing remains the plan of care ((B)(6) 2020).